Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a remote monitoring alert was received following an inappropriate shock delivered due to noise oversensing on the right ventricular channel. Other episodes showing noise oversensing but without inappropriate therapy delivery were also observed.